Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 25g x 5/8 in. Bd integra¿ 3 ml syringe with detachable needle leaked the medication that had been drawn and when the user tried to find where the leak was coming from, the safety mechanism broke and the internal spring came out, exposing the needle. The customer reported that they had three failures in the last two weeks.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #305269. All inspections were in compliance with requirements. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.